Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to we presume from obtained information that the foreign material may not have been removed due to physical damage on the subject device even if reprocessing was conducted properly. The event can be detected and prevented by following the instructions for use (IFU) sections which state: operation manual: important information ¿ please read before use: precautions shows how to prevent the event. Operation manual: 3.3 inspection of the endoscope: inspection of the endoscope shows how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, it was uncovered that there was foreign material lodged in a scratch section on the connecting tube due to insufficient reprocessing or handling of the scope. Upon further inspection, it was observed that the suction cylinder had discoloration. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a pinhole on the bending section cover. It was observed that the forceps raising angle did not meet the standard due to wear of the forceps wire. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the light guide lens had a crack and was chipped. It was also observed that the bending tube was deformed. It was observed that there was an imbalance of the inner braids of the bending section. It was also observed that there was corrosion around the left arm. Lastly, it was observed that the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera iii duodenovideoscope to the service center for an annual inspection/preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was found lodged in a scratch section on the connecting tube which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is (B)(6)2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.